Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached inside the pt. The pt was reported to have an infarction and spasm. On follow-up, the pt was reported has been discharged with no neurological deficit.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt.